Event description:
Journal reference: montaurier c, morio b, bannier s, et al. Mechanisms of body weight gain in patients with parkinsons disease after subthalamic stimulation. Brain. 2007; 130(pt. 7): 1808-1818. The article describes the results of a study involving 24 patients being treated with bilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to evaluate post surgery weight gain. Patients gained and average of 3 kg as measures at 3 months post surgery. In addition, a number of complications unrelated to weight gain are presented in the article. One patient presented with a case of depression. Treatment and additional outcome information was not provided.